Event description:
A malfunction alarm identified as alarm 20 was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged for the replacement of the pump, ensuring continuous insulin delivery through multiple daily injections (mdi) as a backup. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump with a pre-paid label within 10 days.